Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of anxiety-product/procedure, was received on feb 21, 2020 with lot number 1598104. Visual analysis of the returned device identified: broken shell and others, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two broken sharp and non-penetrating nick near of the broken site, this condition was called surgical impact. Based on the device analysis the final assessment is: two sharp broken on the posterior assessed as surgical impact. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured to smooth exchange.

Event description:
Healthcare professional reported right side textured implant exchange and rupture, device has been explanted. Event is considered to be device related.